Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 3331,213, 67). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #3: 3331 - analysis of production records. Investigation finding: 213 - no device problem found. Investigation conclusions: 67 - no problem detected. The returned sample was visually inspected upon receipt with no anomalies such as breakage. After having been rinsed and dried, the actual sample was tested for its o2 transfer performance and co2 removal performance in accordance with the factory's test protocol. There were no anomalies observed, and the obtained values met the factory's specifications. Review of the manufacturing history and incoming inspection record of the involved product code/lot number was found to have no anomalies in them. A search of the past complaint file found no similar report for the involved product code/lo number. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 22, 2022. Upon further investigation of the reported event, the following information is new and/or changed: d9 (device availability - added date returned to manufacturer), e1 (initial reporter - corrected establishment name, address, city & province), g3 (date received by manufacturer) , g6 (indication that this is a follow-up report) , h2 (follow-up due to additional information and correction) , h3 (device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator had a hard time oxygenating the patient. Per facility, the patient underwent aortocoronary bypass (acb) twice. The total bypass time is 72 mins. The po2 was declining, there was serious concern about gas transfer within the oxygenator. It wasn¿t changed out as it was determined that the patient was soon to be weaned off pump and the team chose to limp along instead until the end of the case. Going on pump @ fio2 60%, pt temp ~35 degrees c, po2 132 mmhg. 12:36 @ fio2 70%, pt temp ~35 degrees c, po2 193 mmhg. 12:52 @ fio2 90%, pt temp ~ 36 degrees c, po2 167 mmhg. 13:05 @ fio2 95% pt temp ~ 36.5 degrees c, po2 164 mmhg. Bsa: 2.62m2 full flow: 6.3 lpm. No known impact or consequence to patient. The product was not changed out. The surgery was completed successfully.